Event description:
It was reported that prior to use with bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes the stopper was slanted and had a loose closure. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the stopper was slanting on the blood collection tube.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.